Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the screw head popped off the 7.0mm ti matrix polyaxial screw 45mm thread during a surgery procedure. No reported delay to the procedure. The procedure was completed; no reported harm to the patient. This is report 1 of 1 for com-(B)(4).